Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). Event occured on 03/01/2024, 05/25/2024. It was reported by the patient that 5 infusion set fell off within 24 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.